Event description:
Additional information was provided by the customer: event occurred during beginning of bronchoscopic lung volume (blv) therapeutic procedure. The procedure was completed by changing cover optics. There was 10 minutes of procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: "the charged coupled device is broken, the outer tube has a dent, the protector of the video cable section is cut, the camera cable unit plug of the video cable section has loose parts". A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: optics was defective due to broken charged coupled device and therefore the image has color dots. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had defective optics. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.